Event description:
This female patient was presented to the interventional lab for an angioplasty (pta) procedure. The target lesion was located in the cephalic vein, which contained an 85% stenosis. The vessel was described as heavily calcified and tortuous. The balloon was properly prepped and no anomalies were noted. The balloon was advanced over a guidewire (gt-wire 16) to the lesion. An indeflator was used to inflate the balloon and at 10 atmospheres (atms) the balloon ruptured. It is noted that there was no separation of any part of the balloon or dissection of the vessel. The balloon catheter was safely removed and another balloon was used to complete the procedure. There was no reported adverse consequence to the patient.